Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device developed a pocket hematoma that persisted for over 2 years. The pocket was evacuated, cultured, and found to be negative, but it enlarged again. Subsequently, this lead was explanted. No additional adverse patient effects were reported.